Manufacturer narrative:
Product complaint # : (B)(4). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30276585 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there was no excessive force applied to the devices. There was no additional intervention performed in order to remove the device. There was no prolongation of the procedure due to the event. The same prowler select plus had been used the with gly120412 and dlf180415. The devices were used and prepped as per the instructions for use. The target vessel/site being treated was the sphenopalatine artery (spa). Complaint conclusion: as reported by the field, during an emergency case, a prowler select plus 150/5cm 45tip microcatheter (606s255fx, 30276585) was inserted into a 5fr shepherd hook guiding catheter and the power select plus was attempted to be delivered to the lesion. However, there was an intensive resistance felt between the complaint microcatheter (mc) and the guiding catheter. The physician tried to withdraw the complaint mc but it became separated. The separated fragments remained inside the guiding catheter. All of them were removed by removing the guiding catheter. The procedure was completed by using another microcatheter and guiding catheter. There was ¿a something big catch¿ and the complaint microcatheter was torn off when it was pulled out. The compatibility was proper. A 4mm x 12cm galaxy g3 coil (gly120412, l16980) was inserted into the complaint microcatheter as per the instructions for use (IFU), however, the physician felt a sense of discomfort that the force was not transmitted well. When he stopped sending and looked closely at the wire, there was a kinking part. After that, there was a feeling that the force escaped when a 4mm x 15cm deltafill18 coil (dlf180415, 30412474) was delivered to the mc as per the IFU. However, there was a sense of discomfort. Therefore, he took it out and checked it carefully. It was confirmed that the wire was bent at the coil joint. There was no report of patient injury. The dlf180415 is the only device available for the investigation. Additional information received indicated that there was no excessive force applied to the devices. There was no additional intervention performed in order to remove the device. There was no prolongation of the procedure due to the event. The same prowler select plus had been used with gly120412 and dlf180415. The devices were used and prepped as per the instructions for use. The target vessel/site being treated was the sphenopalatine artery (spa). The prowler select was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30276585 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿catheter (body/shaft) - resistance/friction-outer body, ¿catheter (body/shaft) - withdrawal difficulty¿ and ¿catheter (body/shaft) - separated-in patient¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. The movement or force of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors may have contributed to the reported issues. The sequence of events related to the catheter separation are not known; however, device separation is generally indicative of the application of excessive force, possibly in an attempt to overcome some sort of resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggests the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. 048-965-1111; the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an emergency case, a prowler select plus 150/5cm 45tip microcatheter (606s255fx, 30276585) was inserted into a 5fr shepherd hook guiding catheter and the power select plus was attempted to be delivered to the lesion. However, there was an intensive resistance felt between the complaint microcatheter (mc) and the guiding catheter. The physician tried to withdraw the complaint mc but it became separated. The separated fragments remained inside the guiding catheter. All of them were removed by removing the guiding catheter. The procedure was completed by using another microcatheter and guiding catheter. There was, ¿a something big catch,¿ and the complaint microcatheter was torn off when it was pulled out. The compatibility was proper. A 4mm x 12cm galaxy g3 coil (gly120412, l16980) was inserted into the complaint microcatheter as per the instructions for use (IFU), however, the physician felt a sense of discomfort that the force was not transmitted well. When he stopped sending, and looked closely at the wire, he a kinking part. After that, there was a feeling that the force escaped when a 4mm x 15cm deltafill18 coil (dlf180415, 30412474) was delivered to the mc as per the IFU. However, there was a sense of discomfort. Therefore, he took it out and checked it carefully. It was confirmed that the wire was bent at the coil joint. There was no report of patient injury. The dlf180415 the only device available for the investigation. The customer states there is no additional information available.